Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. However, product analysis determined there were no product abnormalities that may have caused or contributed to the reported dislodgment.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged shortly after it was initially implanted. The dislodgment was confirmed via telemetry and a chest x-ray. A revision procedure was performed wherein the physician attempted to reposition the lead, but the helix exhibited extension and retraction issues. As result, the lead was extracted and a new ra lead was implanted. No additional adverse patient effects were reported.